Manufacturer narrative:
Concomitant medical products: dtpb2qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately a month post implant, the right atrial (ra) lead exhibited undersensing as at device classified termination of events atrial arrhythmia appears to continue. The ra lead remains in use. No patient complications have been reported as a result of this event.